Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, capsular contracture baker grade iii/IV.

Event description:
Patient representative reported "patient experienced severe breast pain and tenderness, as well as weakness, fatigue and shortness of breath (not device related). It was then discovered that the implant had cracked. The lymph nodes were severely swollen and capsular contracture baker severity grade 3-4 was diagnosed. Patient became aware that their implants are carcinogenic, that they have been recalled and that their symptoms are due to their faulty nature. In addition, due to the continuing risk of cancer, patient suffers from depressive episodes, anxiety and sleep disorders (not device related)." This record relates to left side. Device has been explanted.